Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider via a clinical study representative regarding a patient receiving remodulin via an implantable infusion pump. It was reported that the patient presented with their pump alarming. The pump logs showed a motor stall at 1:10 pm and it recovered at 1:31 pm; the patient did not have an MRI today. The patient did not have any symptoms. The caller stated that the pump continued to alarm despite the motor stall recovering. They were advised to end the session and interrogate the pump again. The agent reviewed steps to click active alarm button and update the pump to silence the current audible alarm. The troubleshooting steps that were taken on the call resolved the issue. Additional information received from the healthcare provider via a clinical study indicated that there was a plan to exchange the pump at the next refill due in march. They will exchange it sooner if it stalls again.